Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 23, 2024.

Manufacturer narrative:
This report is submitted on may 02, 2024.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, due to non-use and there are no plans to re-implant the patient with a new device as of the date of this report.